Event description:
Plastic tip to handpiece was ripped/torn and it was discovered under microscopic by surgeon. Patient sustained injury to the eye capsule, the metal under plastic tip likely nicked the capsule.